Event description:
The suction irrigator was opened and put onto the sterile field. Staff tested it before the procedure began. This is when it was realized that it was leaking. Stryker has been emailing the hospital directly about the issue, but the hospital has not received any information about how they are working to resolve the problem.